Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed a non-sustained ventricular tachycardia episode which appeared to be at tributed to oversensing during an automatic subthreshold lead impedance test. The lead remains in use. No patient complications have been reported as a result of this event.